Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
Follow-up # 1 (05/11/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter and test strips have passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to a calibrated lab method. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 (mid afternoon). The patient reported blood glucose results of "161 mg/dl" with the subject meter and "134 mg/dl" on a laboratory device, performed on an unspecified time of each other. The patient claimed she was not taking any diabetes medications; however continued to follow her usual diabetes management routine despite the alleged issue. Approximately 2 days after the alleged issue began, the patient stated she was feeling shaky and weak in the morning. In spite of her symptoms, the patient denied seeking any medical treatment. At the time of troubleshooting, the cca noted the patient did not have the control solution to perform a quality control test. It is not known whether the subject meter's unit of measure set correctly at the time of testing or whether an approved sample site was used to obtain the results from the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.